Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a martek power supply. Visual inspection of the power supply was performed and no abnormality was noted. The power supply was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm. The power supply voltage check was performed per the ac3 service manual and all output voltages were present and within specification. The battery load test was performed. The iabp was run on battery until the iabp shut down. The batteries were then left to charge in the iabp for over 9 hours. The full charge of batteries was 13.0 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed properly with "less than 20 minutes remaining", "less than 10 minutes remaining", and "less than 5 minutes remaining" alarms. The total battery runtime was over 90 minutes. The pump passed the battery load test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "shut off during use" is not confirmed. The returned power supply passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported " pump shut off during use 3 times. User had a toggle power switch to restart. Also observed triggering issues. Pump was swapped and no harm to patient."

Manufacturer narrative:
(B)(4).

Event description:
It was reported " pump shut off during use 3 times. User had a toggle power switch to restart. Also observed triggering issues. Pump was swapped and no harm to patient."